Event description:
It was reported that this inflatable penile prosthesis is not performing as expected. Patient services specialist discussed trouble shooting techniques that the patient attempted without resolution, fluid is not being transferred to the cylinders. The patient was evaluated by his physician, who confirmed the device is not performing properly and needs to be replaced. No patient complications were reported.

Manufacturer narrative:
B3 date of event: the exact event date is unknown.